Manufacturer narrative:
The meter was returned and investigated with returned/retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported reading of 122 mg/dl was found in the meter's internal memory log, however not on the reported date of incident. An extended investigation is pending. A follow-up report will be submitted once investigation is complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc meter. Customer reported experiencing nausea and having contact with an hcp who obtained a reading of 168 mg/dl on their device compared to a sensor scan result of 122 mg/dl. Customer was diagnosed with hyperglycemia and administered intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. If the reported test strips are returned, an investigation will be completed.

Event description:
A low readings issue was reported with the adc meter. Customer reported experiencing nausea and having contact with an hcp who obtained a reading of 168 mg/dl on their device compared to a sensor scan result of 122 mg/dl. Customer was diagnosed with hyperglycemia and administered intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.